Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/12/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection. Labeling indicates: the dexcom g6 mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4). Describe event or problem - correction " loss of connection was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection."

Event description:
Loss of connection was confirmed; however, the device operated within specification. A root cause could not be determined.